Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue imprecision. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a procedure, an imprecision was observed when using the navigation system. It was reported that the registration passed though the imprecision was discovered when entering the sinus of the patient. Medtronic technical services (ts) recommended the site adjust the 3d model settings and then re-register, although confirmation of the site performing the troubleshooting was not provided.